Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional treatment and procedures.according to the physician's office, due to patient complications, the mesh was removed.all other information is unknown and unavailable.